Event description:
The customer reported that a milrinone 20mg/100ml programmed at 12.3ml/hour infused faster than intended.

Manufacturer narrative:
The customer¿s report of an over infusion of milrinone was confirmed and replicated. During physical inspection it was noted that the membrane frame was found to be a non-carefusion part made by elite biomedical solutions. Carefusion recommends the use of carefusion manufactured parts in the safe and effective operation and maintenance of carefusion equipment. The pc unit event log shows that on (B)(6) 2015 at 3:18 pm the pump module was programmed in the adult critical care profile using guardrails drug library for milrinone (drug ID (B)(4)) as a primary infusion at a concentration of 20 mg/100 ml. The vtbi (volume to be infused) entered was 90 ml and a dose of 0.5 mcg/kg/ml (rate of 12.3 ml/hr) was programmed. The program infused for approximately 9 minutes when the pump module was removed from the pc unit at 3:28 pm. Total volume infused was recorded as 1.8 ml. The root cause of the customer¿s report of an over infusion of milrinone was determined to be due to the use of a 3rd party membrane frame.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.